Manufacturer narrative:
Date sent to the FDA: 4/28/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2013 during which the surgeon noted he encountered the mesh which was noted to have contracted. He noted the sigmoid colon was dissected free of the mesh. The mesh was resected in its entirety. It was reported that the patient experienced severe pain, scarring, bulging, inflammation, stress and anxiety. No additional information was provided.